Manufacturer narrative:
(B)(4). Batch # n91n6k. Investigation summary the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional and passed the pre-run. The instrument was disassembled to inspect the internal components and the moisture indicator was positive and acoustic isolator torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that after the initial testing of an instrument, the generator (gen11) displayed the 'test the instrument' screen again - sometimes immediately after one testing, sometimes after the instrument was used a few minutes. The generator worked fine with another hp054 and the same instrument, during the same procedure.